Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, transvenous, and coronary sinus leads were explanted due to an infection in the patient's device pocket. No further adverse patient effects were reported. A request was made for product return. A new system was implanted on the patient's right side.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment of a lesion in the right coronary artery (rca) the xience v stent dislodged from the stent delivery system while crossing a previously implanted stent. An attempt was made to retrieve the stent without success. The stent is located at the end of a small branch in the rca. The patient was monitored prior to discharge and the stent remains in the same place, in the small branch. The patient is reported to be fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. The stent delivery system (sds) was not returned to abbott vascular for analysis and may have assisted in the investigation. Although there was no resistance reported while advancing through the previously implanted stent, it is possible that the sds could have interacted with the previously implanted stent and contributed to the reported stent dislodgement; thus, subsequently resulting in the stent remaining in the small branch of the rca (foreign body in patient). Additionally, attempts were made to retrieve the stent; however, were not successful (additional therapy/ non-surgical treatment). The lot release testing results were reviewed and all stent dislodgement samples met manufacturing criteria. Although a conclusive cause can not be determined for the reported stent dislodgement, the foreign body in patient and additional therapy/non-surgical treatment appears to be related to the procedure circumstances and there is no indication of a product quality deficiency. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information.